Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product shows signs of implantation. Implant found to deformed at the post. The locking mechanism had flared damages. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: stem extension offset long 12mm dia x 155mm length(combined length 200mm) catalog#: 00598802112 lot#: 63915113, femoral component option for cemented use only size f right catalog#: 00599401692 lot#: 63911107, trabecular metal posterior femoral augment block catalog#: 00549003601 lot#: 63698934, stem extension straight long 14mm dia x 155mm length(combined length 200mm) catalog#: 00598801114 lot#: 63321588, trabecular metal femoral diaphyseal cone, 30mm, medium, right catalog#: 00545001831 lot#: 63694780, trabecular metal tibial half block augment tapered right lateral / left medial with screws catalog#: 00544800528 lot#: 63643642, nexgen a/p wedge tib sizes 3-8 catalog#: 97-5988-050-00 lot#: 64020839, trabecular metal tibial cone, medium 36x31mm catalog#: 00545001336 lot#: 63528077, cobalt g-hv bone cement 40g catalog#: 600-15-100 lot#: 607620, cobalt g-hv bone cement 40g catalog#: 600-15-100 lot#: 253740. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision approximately two years post-implantation due to medial and literal laxity. X-rays indicated the knee was in varus. Upon removal, the tibial insert was found to have a bent peg. No additional patient consequences were reported.